Manufacturer narrative:
(B)(4). This lot was manufactured on august 9, 2014 - august 10, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection and a functional testing were performed. After the luer cap was removed continuous flow was visually observed. No malfunctions or abnormalities were identified during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow. The device was filled with fluoroutacil (550 mg/ 100ml) and sodium chloride 0.9% bp (1000 ml). The device was connected to the patient. Three days later the device was reported to still be full. The device was disconnected from the patient. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.